Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely ceramic tip wear and tear, wrong handling or mechanical overload/impact/fall or similar were probable causes. Cracks on insulation material (difficult visual inspection, cracks are not visible in most cases). Based on the damage pattern, thermally mechanically induced damage is assumed. It cannot be said whether the insulation insert was previously damaged or worn, or whether the damage was triggered during the last preparation (cleaned, disinfected, sterilized (cds)) of the instrument or during the last procedure. The event can be detected/prevented by following the instructions for use: before putting medical devices into operation, it must be ensured that they are in technically perfect condition, see also the warnings in the instructions for use. 4 before use: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the inner sheath ceramic head was cracked. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.